Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that infusion set tape comes off after water aerobic class and taking a shower. Customer also reported of receiving no delivery alarms due to scar tissue which caused blood glucose to elevate. Customer's blood glucose was between 300 mg/dl and 500 mg/dl. Customer declined troubleshooting. Customer was advised that tape kits and infusion sets would be replaced.